Event description:
The account stated that an initial architect tsh result of 38.57 uiu/ml was generated. The sample was repeated with a result of greater than 100 uiu/ml the sample was retested with a manual dilution and a result of 97 uiu/ml was generated. The sample was retested with the instrument's auto dilution and a result of 126 uiu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation: discrepant results. The lot number that the customer used was unknown; therefore, testing was performed using in-house file kits of architect tsh reagent lots 94938jn00 and 94919jn00 on 2 different instruments. One replicate of each of the low, medium and high architect tsh controls were run to validate the calibration curve. The test validity criteria were met. In addition, 12 replicates each of architect tsh panel (h2, n and b) were run. All 12 replicates of each panel member were within specifications. All test acceptance criteria were met. A review of the manufacturing and testing documentation was performed, which showed that all architect tsh reagent lots passed all the required specifications. Customer complaint data was reviewed and no adverse trends were identified related to the customer's issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k62 that has a similar product distributed in the us, list number 6c52.